Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "no message appears" issue with the adc device, with use with mobile ((B)(4)) application. The customer therefore was unable to obtain sensor readings and lost consciousness. The customer was treated with oral glucose gel by a third-party, then taken to hospital where treatment to adjust potassium levels and other unspecified medication was administered. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "no message appears" issue with the adc device, with use with mobile (iphone 8, ios 15.5) application. The customer therefore was unable to obtain sensor readings and lost consciousness. The customer was treated with oral glucose gel by a third-party, then taken to hospital where treatment to adjust potassium levels and other unspecified medication was administered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. An investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported no message appear when scanning the sensor with the freestyle librelink application. The app version stated in the user complaint was tested and released per the compatibility guide and is no longer obtainable. Successfully scan and receive glucose readings and alarm notifications using application and was unable to reproduce the complaint. All pertinent information available to abbott diabetes care has.